Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The instrument was found to have a missing I-beam. A distal insert was used to retract the I-beam, and the sleeve could not be found. There was no sign of the sleeve. The instrument was placed on an in-house system, and it failed initialization twice out of three attempts. The probable root cause of this failure is not established. On the third attempt, the instrument passed initialization and successfully clamped, fired, and unclamped without any issues on 2 of 2 attempts. There were no initialization failures found in the logs. Additionally, the instrument was found to have three firing failures upon a review of the logs, which were not replicated through in-house testing. The stapler was installed onto an in-house system and fired on test foam using 2 in-house black reloads. The instrument fired successfully, and the resultant staple line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The green sureform 45 reload was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) found the reload to have the knife exposed within the knife track and to have been fired partially.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has been returned to intuitive surgical, inc. (Isi) for evaluation, however, a failure analysis investigation has not yet been completed. A review of the device logs for the instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 7 times, and it fired 7 reloads (1 gray, 1 white, 1 green, 2 blue, 1 green, 1 white, in that order). On installs 1-4, the first clamps were successful, and the firings were completed with no pauses for compression. On install 5, 6, and 7, the first clamps were successful, but they were followed by firing failures. On installs 5 and 6, the firing stopped at approximately 45% completion. On install 7, the firing stopped at approximately 53% completion. The peak firing force measured during each failure was 694 n. The stapler was then removed, and it was not used in the procedure again, with 5 fires remaining. There were no relevant stapler related errors in the system logs for this procedure. This record documents the issue with the green reload; the white reload was reported via MFR report number 2955842-2024-11774, and the blue reload was reported via MFR report number 2955842-2024-11773.

Event description:
It was reported that while dissecting during a da vinci-assisted low anterior resection (lar) procedure, a sureform 45 curved-tip stapler instrument loaded with a green sureform 45 reload would only fire up to 1 cm, and then a tissue too thick to continue error message would appear. This occurred on the first staple fire with 3 reloads: green, white, and blue; the stapler reportedly did not work at all during the procedure. As a result, slight unexpected bleeding occurred in the target tissue. Per the nurse, the procedure was a "low anterior resection of the lung," and the target tissue while the green reload was in use was the pulmonary bronchial tissue. No blood transfusions were required, and the issue was resolved with a backup sureform 45 curved-tip stapler instrument. The instrument was inspected prior to use, and there was no damage or anything out of the ordinary observed. The tissue was not exposed to any radiation nor chemotherapy prior to the procedure, and there was no tissue tension or bunching. The stapling issue involved a partial fire, where the firing sequence was interrupted. The issue did not involve malformed staples, an exposed blade, staples missing from the staple line, holes/gaps within the staple line, or tissue sticking to the reload. The surgeon did not encounter any obstruction such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. No clamping issues were experienced prior to firing the stapler reload. There was no unplanned tissue removal due to the stapler issues. The procedure was completed robotically, and the patient's current status is unknown.